Event description:
Needle bend: during use, stylet became stuck and both needle and stylet were removed, and needle bend was recognized. Use of the bent needle was ended and a new needle was used for procedure. The recognized was completed. No health damage to the pt.

Manufacturer narrative:
We cannot answer to these items as we have not finished our investigation. We will submit the follow up report as soon as we finish the investigation.